Event description:
Related manufacturer report number: (B)(4). It was reported that the patient was experiencing ineffective therapy and pain at the ipg site. Reprogramming was unable to resolve the issue. Surgical intervention may occur to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that the system was explanted.